Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer performed a series of troubleshooting steps on the unit. Then began by ejecting all of the cubies and cleaning the cubie trays. The drawer was then uninstalled to allow for a thorough inspection of the sensors, insep, latch, controller card connections, and retractor band connections. All connections were re-seated to ensure proper contact. Fse worked with user from the pharmacy, it was determined that drawer one had a faulty cubie pocket. The connections reseated and the station was rebooted, and the customer was asked to test inventory the drawer. The test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a full height drawer with multiple cubies failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was a full height drawer with multiple cubies failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.